Manufacturer narrative:
As a result of a retrospective review of events that occurred in (B)(6) and in accordance with 21 c.f.r. Part 803, this event was assessed and determined to be MDR reportable. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause for the reported issue could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Use: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place and inflate the balloon to the appropriate pressure. Apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy and that no contrast is left in the balloon. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the vascular access intervention therapy for stenosis near the anastomotic part of the arteriovenous fistula in the forearm, the health care provider inserted the device from the anastomotic part to the central side of the artery, and inflated the balloon at the position where the balloon tip entered the artery from the anastomotic part. After the dilation was successfully performed at 22 atm, an unusual noise was allegedly heard thirty seconds after inflating the balloon. Reportedly, the device was removed from the patient's body and tested for deficiencies. Leakage and balloon damage was allegedly observed on the pta balloon. There was no reported patient injury.